Manufacturer narrative:
The patient's product details could not be confirmed as of the date of this report. (B)(4).

Event description:
It was reported the patient was experiencing infections. The implanted device remains.